Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances as well as discomforts and pain when the stimulation was on. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model:sc-2218-50, serial: (B)(6), batch: 7123314 UDI: (B)(4).